Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was 76 mg/dl while the bg was 500 mg/dl. Due to the low cgm reading on the pump, the patient said the pump was not able to provide enough insulin. The patient was vomiting and had high blood sugar. The patient took insulin via the pump and by injection but the readings were not going down. A calibration was done but it did not correct the readings. The patient decided to remove her sensor and then drove herself to the hospital on (B)(6) 2025 and arrived there at about 2:00pm. At the hospital, the patient said the bg was about 500 and given IV fluids and IV insulin. She had no sensor on at that time. The patient stayed the hospital until (B)(6) 2025. The bg was 120 mg/dl before leaving the hospital. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.